Manufacturer narrative:
Corrective and preventative actions have been opened by the manufacturer to address the water ingress identified upon investigation.

Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device displaying service required error on display. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for evaluation. The external investigation showed that there were no signs of contamination on the outside of the device. The device was hooked up to the returned power supply and cord. Airflow was unable to be verified due to e-72 on startup. Error logs and care orchestrator data were unavailable for download due to e-72 on startup. Evidence of sound abatement foam degradation/breakdown was not observed in this device. The internal investigation showed that there were signs of water ingress on the pca as well as on the back of the lcd panel. Water ingress on the pca from the iso tube is outlined in pr-1299367. A blown chip was observed on the pca which could explain the e-72 error. There was evidence of water ingress on lcd panel and to the pca.